Manufacturer narrative:
Initial 1 of 2 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced occlusion issue with infusion set site on (B)(6) 2026 which leads to high blood glucose levels upto 569 mg/dl and was treated with correction injection via multiple daily injections (mdi). This issue occurred with more than one infusion sets. The patient noticed the symptoms within three hours of insertion. The site of insertion was abdomen.